Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a remicade infusion ( 250ml) was supposed to be programmed at a rate of 125ml/hr, however the patient stated that the nurse set the rate of infusion 'too high', at 250ml/hr. The rate of 250ml/hr was also verified by epic. There was no report of patient harm. Although requested there were no additional details provided regarding the event.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient age/ date of birth requested however not provided.

Event description:
The customer reported that a remicade infusion (250ml) was programmed at a rate of 125ml/hr. However it was programmed at a rate of 250 ml/hr.it was reported that the patient stated that the nurse set the infusion "too high". Epic verified the rate at 250 ml/hr. There was no report of patient harm. Although requested there are no additional details provided at this time. .